Manufacturer narrative:
Reported event an event regarding infection involving trident insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: no other similar events were reported for the lot or sterile lot. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   The following devices were also listed in this report: delta v-40 ceramic head 36/-5; 6570-0-036 ;76445305, tridentii tritanium cluster54e; 702-04-54e ;72941601a, size 3 accolade ii 132 deg; 6720-0330; 75174002. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient presented with symptoms of an acute infection, femoral head and x3 insert were swapped out as part of...I&d protocol." Rep provided primary and revision usage sheets. Spoke to rep, who confirmed that no further information will be released by the hospital or surgeon.